Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, there was a vegetation on the implantable lead. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The rv lead was explanted.